Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 492 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had not worked all day and then the screen was blank and there was a buzzing noise. Customer stated that the insulin pump had a restart. Customer tried to fill the infusion set but insulin pump did not work. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Advise customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.